Event description:
It was reported that during the implant high threshold were seen. The physician removed the lead from the sheath and was not able to clear the cardiac tissue from the helix mechanism. In addition, the helix was deformed and not able to retract or extend thus a new lead was used. No adverse patient effects were reported. Should the lead be returned this investigation will be updated.